Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the leg. Patient stated they had pain and redness at the spot. The patient was taken to the clinic and diagnosed with an infection the patient was treated by having the leg cut open, drained and then gauze was placed to absorb the infection.